Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, components, investigation conclusions). Additional contact details: event site telephone: (B)(6). A getinge field service engineer arrived and found that the helium connecting pipe was leaking and needed to be replaced. Fse replaced the (d008-00-0312) tubing blood detect iabp and perform a functional check. The machine is normal and has no faults.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that the helium connection pipe is leaking and needs to be replaced for further investigation. A supplemental report will be submitted when additional information is provided. The full event site name: (B)(6) hospital.

Event description:
It was reported that during a routine inspection when the cs100 intra-aortic balloon pump (iabp) was turned on, the unit alarmed with an automatic inflation failure. There was no patient involvement, and no adverse event reported.